Manufacturer narrative:
Based on the claim against the product by the customer noting instrument had a broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.187" x 0.888" was found to be broken off. The broken piece was not returned. The complaint regarding a broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site¿s instrument logs revealed the instrument was last used on (B)(6) 2022 on system (B)(4) with 7 uses remaining. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing that, the instrument had a broken jaw. There were no fragments fell. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted and additional information was obtained about the complaint: it was confirmed that the issue was found during central processing. The customer wasn't sure of the exact time when the instrument broke. There was no report of patient injury or involvement at the time of discovery of the issue. No images, procedure details, or patient demographics were available.